Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit 410944 weckvista access balloon port 10mmx70mm for investigation. The sample is for this complaint and tc (B)(4). The returned sample was visually examined with and without magnification. Visual examination of the returned port revealed that the ring clamp was broken at the hinge. The damage observed on the ring clamp appears to have been caused by hyperextending the clamp. It was also found that the balloon has partially detached from the cannula at the proximal end. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. (B)(4). The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU states, "unlock the foam seal by u nsnapping the lock ring tab on the ring clamp, and slide the foam seal to the top of the cannula. Insert the weck vista balloon open laparoscopic access port into the incision until the balloon portion at the distal tip is placed within the desired space." "Fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of other remarks: fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." "Pull up on the port while firmly pushing down the foam seal to the skin, compressing the foam seal. Lock the foam seal into place by placing the thumb and forefinger on the ribbed portions of the ring clamp and depressing until the ring clamp locks. To unlock or reposition the foam seal, simply unlock the tab on the ring clamp and move the foam seal to the new position." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event.

Event description:
It was reported that during a cholecystectomy the balloon burst. This device was removed from the patient and another one was placed. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx70mm lot #73l1600194 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a cholecystectomy the balloon burst. This device was removed from the patient and another one was placed. There was no reported patient injury.